Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was performing a lap cholecystectomy, evaluating ees trocars for the first time (2x12,2x5mm). After dissecting out the cystic duct, the surgeon made the first of three fires of the er320 on the duct. The first clip placed distally, went on without a problem. The second placed proximally also went on without issue. However, after the second clip was placed the er320 spit out a clip instead of advancing one. The unformed clip was immediately removed from the abdomen and the case was finished using the same er320 without incident. The surgeon did not complain about the issue.